Event description:
It was initially reported that the patient was experiencing withdrawal associated with the occurrence of the pump¿s end of service (eos) occurring. The patient reported on (B)(6) 2012 that telemetry confirmed a critical alarm was occurring with an eos/eol message. The reporter indicated the pump battery depleted after being implanted from 7 years. The patient was very sick and the reporter noted thinking the patient was ¿going to die¿ as the patient was in bed since (B)(6) 2011 until (B)(6) 2012. It was later reported on (B)(6) 2013, that the pump ¿flunked¿ and had broken, and the patient subsequently received a new pump on (B)(6) 2012. The reporter indicated that the patient was ¿hooked¿ on morphine, and as a result, the patient was ¿so sick¿ that she should have been in the hospital. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).